Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was kept failed. A field service engineer (fse) addressed the customer issue with drawer 2.1, which had been failing consistently each day. After removing the back panel, the fse examined the rear of the drawer, adjusted the retractor band, and confirmed all components were fully seated. The row board cable was also reseated. The drawer was then tested in hardware test application and passed successfully. Fse then performed preventive maintenance, verified all connections and light emitting diodes and removed the debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main 2.1 drawer kept failing. The drawer was recoverable; however, no corrective actions resolved the issue, and it continued to fail. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.